Manufacturer narrative:
Continuation of d10: product ID 97745fa serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745fa, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt needs help with troubleshooting and no one is there now the reason for call was caller stated that the battery in the controller is gone and the controller is not powering on. Agent did not ask about the circumstances that led to the reported issue. The caller was redirected to redirected caller to patient services once they have the person who can help with them for further troubleshooting. The patient mentioned unrelated medical history including caller stated they had "other health issues" stating they had surgery in their feet and have put off calling about the stimulator device. (B)(6) 2022 rpl (B)(6)(B)(6) (con): additional information was received from a friend/family member (pt rep). It was reported that pt rep called back to further troubleshoot. Pt's controller was not charging from ac power (would not power on). The caller was walked through removing the battery pack, plugging the controller into the ac power supply, caller confirmed it powered on. The pt re-inserted the battery and confirmed the green light on the controller was not flashing. Caller inspected the battery and battery compartment; caller said they both looked good. An email was sent to repair for controller replacement. (B)(6) 2022 (B)(6) (con): additional information was received from the patient. Pt called back stating they got the new controller and put the old battery into the controller but it would still not charge. Pss emailed repair requesting pt be sent a new controller battery pack. Additional information was received from a friend/family member (pt rep). It was reported that they received the battery pack and controller has been plug into the outlet for 36hrs and its not charging. Asked caller to reset the controller and controller will not power on when plug into the outlet without the battery pack. Controller power on with aa. Caller stated there is green light on the ac power supply cord. Caller stated she felt a little twinge on the ac power supply cord. Caller stated the ac power cord is frayed and wires loosing on the cord. A replacement ac power supply cord was sent to the patient. The replacement controller was returned with no known issues and no information.